Manufacturer narrative:
During servicing of the autopulse platform (sn (B)(6) at the zoll service depot, the platform failed final functional testing due to "system error, out of service, revert to manual CPR." Apvision3 software confirmed a system error, 139 (unable to hold compression position). The root cause of the system error was determined to be the defective drivetrain motor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in december 2015 and is over 10 years old. To resolve the system error, the drivetrain motor assembly was replaced. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During servicing of the autopulse platform (sn (B)(6), it failed final functional testing due to "system error, out of service, revert to manual CPR." No patient involvement.